Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Healthcare professional reported left side rupture, 'lymph node with a size of 17*7 mm, a wide and oval-shaped hilus, and a slightly thick cortex was observed in the inferior left axillary fossa (reactive?)", pain and deformity. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as fold flaw opening. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle, crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device rupture, pain and deformity. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported left side rupture, 'lymph node with a size of 17*7 mm, a wide and oval-shaped hilus, and a slightly thick cortex was observed in the inferior left axillary fossa (reactive?)", pain and deformity. The device has been explanted and replaced with non-allergan device.